Event description:
It was reported that the catheter is broken on the bifurcation. Catheter was in situ and in use for 7 months. Catheterisation procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.